Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, on bowel anastomosis, the anvil and staple cartridge broke while extending the anvil; the component disengaged and did not fire. Another device was opened and used successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.